Manufacturer narrative:
The hydrus microstent is in situ not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop, microstent malposition, and microstent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2020. On 1-week follow-up, iop was 15 mmhg. The patient missed the next post-operative visit and was seen again at 2 months on (B)(6) 2020 with an iop of 46 mmhg. Gonioscopy showed the stent was not properly positioned in the canal and the surgeon attempted to reposition the implant on (B)(6) 2020. Surgical video of the procedure shows the device may have been positioned posteriorly. On follow-up visits between (B)(6) 2020, the iop was approx. 30 - 40 mmhg and the patient underwent trabeculectomy on (B)(6) 2020 with resulting low iops since surgery.